Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was when first implanted the pt was told they would only have to recharge the ins once a week but it never been that way for they would charge every 4 or 5 days. Now over a year ago they noticed they would charge more frequently for they charged on monday, wednesday, and friday; if charged monday then by wednesday it would be at maybe 40% and if patient would wait until friday it would give them an alert to recharge. Pt then noted they charged every 3 days since they got it. Pt was redirected to their hcp. For the last couple months the patient had not felt any stimulation so they hit the gray button to make sure the stimulation was turned on. Originally the pt had the first setting at 3.8 and the next three at 3.6. They would occasionally turn intensity up to 4.2 to where they would feel the stimulation. As of tonight the first setting was at 5. 0 and the next 3 were at 5. 8 and the patient was still not feeling stimulation. Pt would have to get to 5.2 or 5.4 before they felt stimulation. Patient noted they did not feel stimulation when they were standing up but when they lay down the stimulation would happen sooner than when walking. Patient had been playing with it for at least a couple months. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.